Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Samples were received in their original packaging. The returned samples were visually and functionally inspected. During the functional inspection, a leaking was detected between the connection of tubing line and the cross-spike connector. The reported issue be treated as confirmed related to manufacturing/production process. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports one of the nursing units has reported an issue with the feeding bag. The tubing has detached from the spike several times spilling the feed over staff.